Manufacturer narrative:
The investigation determined that the discordant vitros anti- sars-cov-2 total result was obtained from a patient sample processed using vitros cov2tot reagent lot 0018 on a vitros xt7600 integrated system. The investigation was unable to definitively confirm an assignable cause for the false negative vitros cov2 total result on sample 31. The time between exposure and pcr testing and vitros testing was unknown. Pcr testing was positive 8 days prior to vitros testing and it would be anticipated that the sample would have igm, iga or igg antibody at a level of detection that would be interpreted as positive. A review of quality control performance on the day of the event indicates the vitros cov2tot reagent lot 0018 was performing as expected. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with the vitros cov2tot assay. In addition, there was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the (B)(4) on behalf of a customer to report discordant vitros anti- sars-cov-2 total (cov2tot) result on a vitros xt7600 integrated system. The vitros results were considered discordant when compared to results obtained for the same samples using a non-vitros abbott system and the epitope diagnostics novel elisa kit for igm. Vitros cov2tot, lot 0018: sample 31 = 0.48, 0.65 (non-reactive) versus expected reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The cov2tot result was not reported from the laboratory to a physician and was not used to aid in the diagnosis of sars-cov-2 infection but was generated during method comparison testing. Patient management was not influenced based on the result and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).